Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The issue did not cause the blood glucose to exceed concerning levels. Technical support provided information on resetting the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reoccurred.